Event description:
A customer contacted baxter's technical service center and reported receiving a check supply line alarm on the homechoice (hc) machine. The home patient (hp) had disconnected the solution bag and connected it to the heater line. The hp then ended therapy. The technical service representative (tsr) reviewed proper procedures with the hp. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse on (B)(6) 2011 regarding the patient's user error. According to the nurse the patient has resumed therapy with no complications. There was no patient injury or medical intervention associated with this event. No further information is available. Since the event was caused by user error and there was no allegation of product malfunction, sample evaluation and batch review were not performed. Per the complaint information, the patient disconnected a supply bag and reconnected it to the heater line. From the data within the complaint information, the root cause was user error. Labeling review found the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).